Event description:
It was reported that while taking out biopsy needle, it did not came out properly. The issue occurred during a diagnostic ebus tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure. The intended procedure was completed with similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be identified. The observed failure is a known phenomenon that likely resulting from forcing the device through resistance and/or angulation. The instructions for use contain the following information: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.